Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a pulmonary ablation procedure using an 8f sheath. Femoral imaging was not performed. Reportedly, a "click" sound was not heard when the plunger was depressed and the plunger would not retract. The plunger was able to be retracted enough to allow the footplate to be closed to remove the device from the anatomy. A figure-of-eight suture was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Additionally, testing was performed on unused/sterile units from the same part and lot number. The testing did not indicate lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The cause cannot be determined. In this case, it is possible the difficulty depressing the plunger was due to needle deflection causing a bend to the needles in the handle leading to the noise and retraction difficulty; however, this cannot be confirmed. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: ¿perform a femoral angiogram to verify the location of the puncture site.¿ it is unknown if the IFU deviation contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.